Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump randomly beeps/alarms every couple of hours and there is not alert on display. Customer's blood glucose reading was 111 mg/dl. Nothing further reported.